Manufacturer narrative:
(B)(4).

Event description:
It was reported that one week post-implant, a dropped in battery longevity down to half remaining was observed. It was noted that the longevity calculation was incorrectly displayed. There were no adverse consequences to the patient. Device remains implanted with no intervention. Patient will be followed up normally.